Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient was feeling pain and burning around the implantable neurostimulator (ins) area. It was hurting in the buttocks. It was also reported that she had a urinary tract infection (uti) last month and they treated for that and last week a uti came again. She went to the healthcare professional (hcp) the other day and the hcp said she had a bacteria. She did feel stimulation. She did tell the hcp about the pain and they made an adjustment. The patient wanted to know if her ins touched her skin and whether it was supposed to hurt. The patient did not remember when she first noticed it. She said 2-4 months ago, and then said it was in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.